Event description:
Customer reported that while in use with the pt, the bed canopy zipper does not close the canopy. The canopy has been in use for 30 days with the damaged zipper. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Product was requested to be returned for eval and has not been received. On 08/16/2010, the customer was contacted and asked to return the canopy, which is still in use. On 08/20/10, the customer was contacted and stated that he would return the canopy for eval. (B)(4).